Event description:
It was reported the devices were used during a laparoscopic hernia repair procedure. It was reported two ems devices were firing sporadically and eventually did not fire. A third device was opened to complete the procedure. There was no consequence to the pt.